Manufacturer narrative:
Citation: talwar s et al. Surgical repair for common arterial trunk with pulmonary dominance, hypoplasia of ascending aorta, and interrupted aortic arch. Annals of pediatric cardiology. 2019; 12(3):287-291. Doi: 10.4103/apc.apc_147_18 earliest date of publish used for event date in b3. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a 1-month-old male patient with respiratory distress, a common arterial trunk, hypoplasia of the ascending aorta, and an interrupted aortic arch who underwent implant of a 12mm medtronic contegra pulmonary valved conduit (no serial number provided). The implant of the contegra was intended to establish continuity between the right ventricle and pulmonary artery as part of a larger repair of the aortic arch and multiple other vessels. It was reported that 8 hours post procedure, the patient experienced sudden bradycardia and hypotension. Cardiopulmonary resuscitation (CPR) was immediately performed, and the patient was placed on extracorporeal membrane oxygenation (ECMO). Two days later, the patient was weaned from ECMO with stable hemodynamics. Ultimately, 7 days post procedure, the patient expired from sepsis. It is unknown if an autopsy was performed. Based on the available information medtronic product was not directly associated with the death.